Manufacturer narrative:
(B)(4).

Event description:
Received information the patient has been experiencing stomach pain for the last six weeks. Pain is sharp and constant and does not go away when therapy is turned off. The patient has seen a gastroenterologist and internist and no diagnosis has been made. He has also lost stimulation sensation on one side of his back. Additional information now reports the stomach pain is only present when the stimulation is turned on. There is no known accident or incident related to this complaint. An x-ray has confirmed the lead has moved downward. Patient is in another state until may and needs to find a physician in the (B)(6). Additional information has been requested and if received, a follow up report will be sent.